Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she keeps getting air bubbles in her reservoirs and tubing. Customer's blood glucose at time of incident was unknown. Customer stated that she get her insulin usually cloudy and has bubbles before she opens it.